Manufacturer narrative:
D.6a: pump implant date was reported as (B)(6) 2019. However, according to our records the pump was manufactured after that date on 2020-01-24. Unable to apply reported implant date for that reason. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the cause of the motor stalls could not be confirmed. Technical services was contacted and was determined that any sort of electromagnetic interference could be the cause, nothing was confirmed. The patient did not experience any symptoms. The alarms didn´t sound again, but they were not sure if the event was resolved. No actions at this time, just monitoring the patient closely. The pump was still implanted in the patient and would be returned when it would be replaced in (B)(6) 2026. The pump serial number, implant date and patient gender were provided. The patient was reported to be a cancer pain patient. The patient's age and weight were not provided due to data protection. The initial reporter as provided.

Event description:
Additional information was received from a patient (foreign) via a company representative. It was indicated that they had investigated the events with the patient and the patient could not identify any system with magnets that could interfere with their pump. For example, on the (B)(6) when the alarm sounded, the patient was at home with no activity. The patient reported an evolution of the symptoms but could be caused also by the patient¿s clinical status as they have advanced cancer with disease progression. As per the logs, the pump administered ziconotide with concentration 4,5 mcg/ml at dose rate of 3,4815 mcg/day, and morphine with concentration 15,0 mg/ml at a dose rate of 11,605 mg/day.

Manufacturer narrative:
B5 correction: regarding the initial report, it was previously indicated in error that a pump motor stall recovery occurred on (B)(6) 2024, at 4:41 pm; however, it should have instead indicated a motor stall recovery occurred on (B)(6) 2024 at 4:41 pm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that they had a patient implanted with a synchromed ii pump in the hospital. The patient had heard the critical pump alarm on several occasions. As per the logs, the following occurred: 2024-jul-18 12:50 am ¿ critical alarm regarding motor stall occurred, 2024-jul-18 1:13 am ¿ motor stall recovery, 2024-jul-18 1:19 am ¿ critical alarm regarding motor stall occurred, 2024-jul-18 1:56 am ¿ motor stall recovery, 2024-jul-18 2:02 am ¿ critical alarm regarding motor stall occurred, 2024-jul-18 2:09 am ¿ motor stall recovery, 2024-aug-14 4:29 pm - critical alarm regarding motor stall occurred, 2024-aug-18 4:41 pm ¿ motor stall recovery, 2024-aug-15 2:15 am - critical alarm regarding motor stall occurred, 2024-aug-15 2:26 am ¿ motor stall recovery, 2024-aug-17 5:59 pm - critical alarm regarding motor stall occurred, and 2024-aug-17 6¿08 pm ¿ motor stall recovery. They were questioning the cause of the issue and how to proceed. No patient symptom was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). The hcp confirmed the pump was implanted in (B)(6) 2019. The facility and hcp information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.